Event description:
Event description boston scientific received information that in the first four weeks of implant, the patient's right ventricular lead threshold measurements had increased and the patient had experienced intermittent loss of capture (loc). In response, the output levels were increased. The patient was later seen in an emergency room due to continued shortness of breath. Output levels for the lead were increased to the maximum setting. Chest x-rays did not reveal lead dislodgement. Impedance measurements were reported to be stable. Attempts to reproduce noise were unsuccessful. The boston scientific technical services consultant (ts) discussed the possibility of a poor lead-to-tissue connection due to microdislodgement of the lead. The lead remains implanted. The boston scientific representative planned to consult further with the patient's physician.